Event description:
The rptr stated that locknut did not lock securely. When presssure was applied, the locknut did not hold and detached. There was no pt injury or treatment associated with this event.